Event description:
Additional information: at the second refill the expected volume was 12.4ml and 16ml was aspirated, which was within specifications. Cause of the event was stated as unknown. Patient outcome was reported as no injury.

Manufacturer narrative:
Programmer model: 8840 serial# unknown; catheter model: 8780 serial# (B)(4), implanted: 2013 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that following implant this was patient¿s first refill and a volume discrepancy was noted. The actual residual volume was 20ml and the expected was 8.8ml. Drugs delivered via the device were bupivacaine and dilaudid. As of the date of this report the healthcare provider (hcp) had changed the concentration of the drugs and increased the daily dose of dilaudid and performed a bridge bolus (bupivacaine from 6mg/ml to 20mg/ml and dilaudid from 2 mg/ml to 10mg/ml at a daily dose of 4mg/day to 5mg/day). Patient was indicated to be doing fine and reaching efficacy. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
The previously reported event date has been updated to (B)(6) 2013. (B)(4).